Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 564 mg/dl with ketones. The elevated bg was addressed by a correction injection via manual insulin therapy.